Event description:
It was reported that the patient experienced hypomania and paranoia, with increased motivation. On (B)(6) 2010, the patient's neuro stimulator was reprogrammed to reduce the voltage output and patient's medications were increased from 25mg to 50mg of quetiapin. The patient recovered without sequelae on (B)(6) 2010. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model neu_unknown_lead, serial# unk, implanted: unk, explanted. (B)(4).